Event description:
Complainant reported a balloon burst from a second gastrostomy tube that was placed in the patient in 2008. The balloon broke and it fell out about 14 days later.

Manufacturer narrative:
The customer reported the device was discarded. Ross standard procedure includes attempting to obtain all required information from the source.